Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product, if required, during an unspecified surgical procedure. The customer contact indicated that during priming using normosol prior to pt use, no flow of solution was noted distal to the blood filter of the tubing set. It was reported that when the anesthesia technician squeezed the blood bulb pump of the tubing set, air was pumped backwards, up into the fluid container. The tubing set was replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.